Event description:
The tech alleged that the cardio pulmonary resuscitation is not functioning on the stretcher. No injury reported.

Manufacturer narrative:
The tech found the spring on the cardio pulmonary resuscitation latch assembly is broken. The tech replaced the cardio pulmonary resuscitation latch assembly spring to resolve the issue.